Manufacturer narrative:
A quattro catheter in complaint was returned to zoll (B)(4) on (B)(6) 2016 for evaluation. A visual inspection found no visual discrepancies or issues. All lumens flushed as intended. No leaks were noticed during flushing. The returned catheter was connected to a pressurized inflation device. The device was pressurize up to 40psi, and a leak path was identified at the bond near proximal end of the proximal balloon. Evaluation of the returned devices confirmed the customer reported issue as a quattro catheter pinhole leaked at the proximal end of the proximal balloon. Probable causes for the reported complaint were a latent deformity in the bond, which resulted in eventual leak under pressure, or a bond delamination incurred during catheter placement.

Manufacturer narrative:
Zoll has not yet received the quattro catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported to zoll that a female patient (B)(6) was hospitalized for post cardiac arrest. The ivtm system was used for therapeutic treatment of hypothermia. There were no adjunctive temperature management or relative procedures performed on the patient. The patient temperature at the start of therapy was unknown. The console was set to max mode and the desired target temperature was 33 degrees celsius. The bladder temperature probe was placed on the patient. A zoll quattro catheter was successfully placed into the femoral vein. The insertion was smooth by an experience the physician. The dwell time for catheter was 6-12 hours in the patient. During the cooling phase, the airtrap alarm went off on the evening of (B)(6) 2016 with a reoccurring air trap alarm. Fluid was observed in the air trap. The clinical team coordinated a change of console and reinitiated therapy on (B)(6) 2016 0900am central time. Staff nurse called tech line with an air trap alarm and fluid depleting from saline bag. Catheter leak test was inconclusive. Catheter was replaced with a new catheter and the treatment was continued without any issues. There was no report of a device deficiency or adverse effect on patient's health. The patient status is stable.